Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that there is a crack on the insulin pump. Customer also states that there is a keypad anomaly. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.